Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the insulin pump was under delivering. The customer¿s blood glucose level was 413 mg/dl at the time of incident and blood glucose level was 413 mg/dl at the time of call. The customer had blood glucose level over 400 mg/dl. The customer alleged insulin pump was under delivering as the customer gave himself bolus however the blood glucose level rose to 115 mg/dl. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin did exit. The customer reported that the cannula was bent. The insulin pump will not be returned for analysis.